Event description:
It was reported that the lead had increased threshold, increased lead impedance, decreased sensing and externalized conductors seen via fluoroscopy.

Manufacturer narrative:
All information provided by manufacturer, and maude report (B)(4).